Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03326, and 3005099803-2009-03327 for the other associated device info. It was reported to boston scientific corp that three resolution clip devices were used during a egd (esophagogastroduodenoscopy) to control the bleeding after removal of antral polyps in the pt's stomach, performed on (B)(6), 2009 (pt reported as "in his 70's"). According to the complainant, during the procedure, when the clip was advanced from the catheter, it fell off inside the pt. The same event occurred when using the second and third resolution clip devices. The physician has no concerns with the clips passing naturally via peristalsis. The procedure was completed with a fourth and fifth resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the devices were disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).